Event description:
Date notified: 1/2/2002. A model 304 suction system failed to operate when installed in a new ambulance. An inspection of the device revealed that the spring and brush on the moter had disconnected. The device was repaired and returned to the ambluance manufacturer. No patient was involved at the time of the failure.